Manufacturer narrative:
The product associated with the reported event is within the scope of recall z-1422-2024; however, there is insufficient information to evaluate whether the subject issue of the recall was a cause or contributor to the reported event. This follow-up report is being submitted to relay additional and/or corrected information. B3: date of event is unknown. The reason for the procedure cannot be confirmed but may be due to prothesis wear and/or the inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient related considerations could not be assessed as the devices were not available for evaluation and images, radiographs and relevant clinical information was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported via legal documentation approximately 39 months after a right shoulder replacement surgery, the patient underwent an arthroscopic lysis of adhesions and debridement to address paint, stiffness, disfunction and tightness. There were surgical or medical interventions reported. There is no additional information available.

Manufacturer narrative:
D10: 320-42-00 - equinoxe reverse 42mm humeral liner +0, (B)(6), 320-10-10 - equinoxe reverse tray adapter plate tray +10, (B)(6), 300-01-11 - equinoxe, humeral stem primary, press fit 11mm, (B)(6), 320-02-42 - rs expanded glenosphere 42mm, +4mm offset, (B)(6), 320-20-30 - eq rev compress screw lck cap kit, 4.5 x 30mm, (B)(6), 320-20-22 - eq rev compress screw lck cap kit, 4.5 x 22mm, (B)(6), 320-15-01 - eq rev glenoid plate, (B)(6), 320-20-34 - eq rev compress screw lck cap kit, 4.5 x 34mm, (B)(6), 320-20-00 - eq reverse torque defining screw kit, (B)(6), 321-20-00 - equinoxe reverse shoulder drill kit, (B)(6), 320-15-05 - eq rev locking screw, (B)(6), 320-20-30 - eq rev compress screw lck cap kit, 4.5 x 30mm. The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/ technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.